Manufacturer narrative:
(B)(4)

Event description:
It was reported that the office's programming system was not working. When they attempted to interrogate a device, error messages were received that there was no communication. The np and physician attempted to reset the wand several times, and then changed the battery on the wand. However, interrogation was not successful. The vns company representative performed troubleshooting and received the same error message. After he replaced the usb serial cable, the programming system functioned properly. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.